Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was not charging. Patient reported they called manufacturer and issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had been having difficulty charging. Patient explained that her controller went dead when she charged the ins to only 50% and to get the controller charging the ins again, she had to go through prm. The patient stated that she was in a lot of pain right now because her ins was in the red but she saw recharging excellent, with the controller at 100%. The patient stated that she had never been able to get the ins to 100%, as she only charges it to 70-80%. Patient confirmed all the problems started in (approximately) the last 6 days. No further complications were reported/anticipated.